Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. The customer (child) obtained sensor readings of 20.9 mmol/l, 22.7 mmol/l, and 22.6 mmol/l compared to readings of 14 mmol/l, 18.3 mmol/l, and 19.1 mmol/l obtained from a competitor brand device. The customer was treated with insulin (dose/type unknown) and subsequently experienced hypoglycemia and obtained a reading below 3 mmol/l from an unspecified device. The customer experienced extreme hunger and weakness, and was treated with assistance from caregiver. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. The customer (child) obtained sensor readings of 20.9 mmol/l, 22.7 mmol/l, and 22.6 mmol/l compared to readings of 14 mmol/l, 18.3 mmol/l, and 19.1 mmol/l obtained from a competitor brand device. The customer was treated with insulin (dose/type unknown) and subsequently experienced hypoglycemia and obtained a reading below 3 mmol/l from an unspecified device. The customer experienced extreme hunger and weakness, and was treated with assistance from caregiver. No additional details were provided. There was no report of death or permanent injury associated with this event.